Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock. It appears that the episode showed the patient having ventricular fibrillation (vf) and the shock was delivered but the healthcare professional suspected that it was artifact and not vf. At the time, the patient was sleeping, and the patient turned to his left side to sleep when he felt the shock, he woke up and went to the toilet, then returned to sleep. The patient did not report any dizziness or other symptoms. Data analysis was performed, and boston scientific technical services indicated that the type of signal is pointing towards air entrapment inside the device header. This type of signal is expected in secondary and alternate vector. Technical services recommended to review primary vector for temporary reprogramming until air resolved, switch programming to primary vector is usable and if primary vector cannot be used, an option could be consider turning device off until resolves. However, this would require further cardiac protection if device is off. Since implant was four days before the episode, consider checking implant data for vector assessment as well as confirm with x-ray electrode insertion. Air inside the header cannot be seen from x-ray perspective, however, could be used to confirm full insertion. No adverse patient effects were reported. This device and electrode remain in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock. It appears that the episode showed the patient having ventricular fibrillation (vf) and the shock was delivered but the healthcare professional suspected that it was artifact and not vf. At the time, the patient was sleeping, and the patient turned to his left side to sleep when he felt the shock, he woke up and went to the toilet, then returned to sleep. The patient did not report any dizziness or other symptoms. Data analysis was performed, and boston scientific technical services indicated that the type of signal is pointing towards air entrapment inside the device header. This type of signal is expected in secondary and alternate vector. Technical services recommended to review primary vector for temporary reprogramming until air resolved, switch programming to primary vector is usable and if primary vector cannot be used, an option could be consider turning device off until resolves. However, this would require further cardiac protection if device is off. Since implant was four days before the episode, consider checking implant data for vector assessment as well as confirm with x-ray electrode insertion. Air inside the header cannot be seen from x-ray perspective, however, could be used to confirm full insertion. No adverse patient effects were reported. This device and electrode remain in-service.